Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was found that the reducer seal came off and it fell out when the device was taken from the package. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.